Event description:
Got essure done in 2011. I am now (B)(6). It has been giving me problems since, such as severe abdomen pain, abnormal periods either lasting for months or not coming at all or just spotting, backaches, headaches, loss of appetite, mood swings. I have gotten all the proper tests done and nothing showed up but I had no health problems before I go this done. My medical paid for it in my state, doctor to do it, but no state doctor will reverse which can be done, and paid for by insurance. Something needed to be done. I'm in constant pain everyday. I have 3 children. I cannot take care of because of my pain, can't work long hours without doubling over. Please help.